Manufacturer narrative:
Technique was reviewed with patient and he reported he was not cleaning the insertion area before catheterizing. Patient planned to improve his technique to reduce probability of contamination.

Event description:
Patient (user) reported he experienced a urinary tract infection (uti) resulting in a kidney infection. No defect or malfunction was reported with the product. He said he experienced nausea and vomiting along with urine in his blood. He was put on a strong antibiotic and the infection was resolved.